Event description:
Philips received a complaint from customer biomed indicating the v60' display is out, they are unable to see anything on the display, unit is operational and will power on and softkeys work. Customer is requesting unit to be sent to manufacture for repair. This was identified to outside if clinical use and no reports of harm/injury to user/patient. Investigation is ongoing.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit was sent to bench repair for further evaluation. Bench repair confirmed the reported issue. Bench repair stated a replacement of the touchscreen as well as the rear bezel would be performed to resolve the issue. The repair for this unit cannot be conducted at this time due to the rear bezel being on backorder. The material has already been requested and an order for the rear bezel was placed to conduct the repair of this unit. The material ordered insert recommended part replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.